Event description:
Following a bane of tongue procedure the pt reported the following issues: burning sensation, metallic tests, bites his tongue, tongue curls to the right, deep depression on right side of tongue, and cannot speak correctly. The doctor that performed the procedure states that there is possible permanent nerve damage and that medical intervention was required. The doctor stated that the device did not malfunction during the treatment, that he had never experienced this or a similar problem in the past, and that the device is not available for return. The doctor states that there is an unclear reason for the complication.